Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that short interval counts were observed on the patient's electrogram (egm). A review of the egm revealed the waves forms to be non-physiologic oversensing, most likely caused by electro magnetic interference (emi), the implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.